Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation lead exhibited a progressive increase in pacing impedance measurements until the measurements were out of range. This lead also exhibited an increase in pacing threshold measurements. This lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.